Event description:
It was reported via repair work order that the bed was stuck elevated due to malfunctioned wire harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
More troubleshooting needed.